Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open fem fem bypass, while sewing graft into artery, the suture broke and the graft came out of artery. Blood was lost at that time and a new suture was needed to repair it and stop blood loss. The suture came unraveled. An unanticipated tissue loss resulted into this. To complete the procedure, they opened new sutures.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned sample noted four sutures and four needles. None of the sutures were returned broken. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A tensile test was performed on the returned samples and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.